Event description:
It was reported, after a 33 mm sjm mechanical valve was placed, one leaflet was stuck and could not open fully. The valve was removed and replaced with this smaller 31mm sjm tissue valve. The patient died the next day. The cause of death is unknown. Additional information has been requested.